Event description:
The facility reports the pump will not pump, found during biomedical testing. Although attempts were made to obtain additional information from the reporting facility, details were not available regarding the set up of the infusion device.